Event description:
When physician removed the wire from pt, the wire was kinked close to the j tip. The pt was transported to interventional radiology for retrieval and x-rays. Per info provided on the complaint form, no section of the device remained in the pt.

Manufacturer narrative:
(B)(4) - kink or unravel is not specifically addressed on the caution label. Product was returned in a used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. In addition each wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned device shows the mandrel protruding through the coil wire the point of the kinking. In previously complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design spec. As a result of previous complaints and with a goal of improving the product performance a CAPA has been issued to address the issue of separation. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.